Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global needle retracted prematurely. The following information was provided by the initial reporter: needle retacted before IV through patients skin, white retractor button definitely not pressed. No adverse event reported.

Manufacturer narrative:
The complaint of premature needle retraction was confirmed based on the circumstantial evidence of the returned sample. One 20g insyte autoguard was provided for investigation. The needle was received fully retracted within the safety shield and the IV catheter was received without the needle cover. No damage or defects associated with the manufacturing process were identified on the returned sample. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.